Event description:
It was reported the xenon light source panel is flashing. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, the flashing light panel was caused by a filter turret failure. Olympus will continue to monitor field performance for this device.